Event description:
The customer called in regarding battery compartment issue causing blank screen on the insulin pump. The customer's blood glucose level was unknown mg/dl. During initial call was disconnect and attempted to call customer back twice unsuccessfully. The customer call back stated that there were several instances in which he woke up with high blood glucose due to the fact that the insulin pump had failed to deliver all night. The customer was advised that he should alert us as soon as he has that sort of issue since at that point the insulin pump can be somewhat unreliable. The call got disconnected again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.